Event description:
It was reported that during unpackaging of the device, it was noticed that the stent was missing and was not crimped on the balloon. The device was not used. A second rx vision was used; however, after the insertion of the delivery system, the physician noted that the stent was not present on the balloon. The stent was found to be in the packaging. The stent delivery system was retrieved and another vision stent was implanted with success. No pt effects have been reported. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The second rx vision 3.50 x 15 mm (part # 1007843-15/lot # unk) is being filed under a separate MFR report number. Eval summary: analysis of the returned product noted blood visible in the guide wire lumen and contrast in the inflation lumen, which is consistent with preparation and the stent delivery system advanced over a guide wire into the pt anatomy. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of MFR. The dislodged stent was not returned. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of MFR, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. It is possible the stent was inadvertently handled during removal of the protective sheath, contributing to the stent dislodging; however, this could not be confirmed. It was reported the stent dislodgement was not noted until the vision sds was advanced into the pt anatomy. It should be noted in the vision instructions for use (IFU) it states: prior to using the multi-link vision rx or multi-link vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. A review of the product mfg records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met mfg criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the reported stent dislodgement could not be determined. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.